Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results and error message (unknown). The customer is concerned with test results from results obtained of 219 and 343 mg/dl. The customer¿s expected blood glucose test result is 146 mg/dl am fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 05/28/2026 and open vial date was not provided. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): result 1: 219 mg/dl date: (B)(6) 2025 time: 5:52am fasting. Result 2: 343mg/dl date: (B)(6) 2025 time: 5:51am fasting. Result 3: 131 mg/dl date: (B)(6) 2025 time: 4:16pm fasting. Result 4: 206 mg/dl date: (B)(6) 2025 time: 7:29am fasting. Result 5: 164 mg/dl date: (B)(6) 2025 time: 6:49am fasting.

Manufacturer narrative:
Sections with additional information as of 30-sep-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage.